Manufacturer narrative:
Device deemed reportable during investigation on april, 15, 2020. Reporter is company representative. Investigation summary: visual inspection: stardrive screwdriver shaft qc/t15 was received at us cq. Upon visual inspection at cq, it is observed that the tooth at the stardrive tip of the screwdriver shaft got stripped. The rest of the device shows normal wear which would not contribute to the complaint condition. Functional test: functional inspection of the received device cannot be performed at cq as the device was received by itself. But stripped tooth might have contributed to the reported ¿does not function¿ condition. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection (micrometer: om803): dimensional inspection of the received device was performed at cq. The distance between the opposite tooth was intended to be measuring from 3.403mm to 3.413mm and it was measured to be 3.406mm which is within specification as per the drawing. Document/ specification review: the following relevant drawings were reviewed during investigation: t-15 screwdriver shaft self-retaining/ stardrive. Design standards- stardrive(tm) screwdriver blades. No design issues were found which can contribute to this complaint condition. Complaint confirmed? Yes. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The complaint can be confirmed as the tooth at the stardrive tip of the screwdriver shaft got stripped. The stripped tooth might have contributed to the reported ¿does not function¿ condition. While a definitive root cause could not be determined, it is highly possible that the stardrive tip of the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part #: 314.116. Synthes lot number: h643485. Manufacturing site: synthes (B)(4). Release to warehouse date: 11-dec-2018. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a screwdriver was non-functional. There was no patient involvement. This is report 1 of 1 for (B)(4).